Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04342. The pt rec'd his scs system on (B)(6) 2011, including two supra-orbital leads (off-label, with the same lot number) and two extensions (with the same lot number). It was reported the programmer would not increase amplitude above perception to the supra-orbital area. The pt was reprogrammed, it was noted one of the leads had invalid impedance. The reprogramming was able to achieve comfortable stimulation. During a surgical f/u procedure on (B)(6) 2011, the physician noted a blood clot inside the extension header which was connected to the invalid lead. The clot was removed and the lead was reinserted and retested, showing normal impedance values. No devices were removed.